Event description:
A report was received that the pt underwent a pocket revision surgery because he was experiencing uncomfortable pain on his waist near the pocket site. The physician moved the pocket and the pt is reportedly doing well.

Manufacturer narrative:
This is the final report.